Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: how was the bleeding controlled? The surgeon placed clips over the staple line. How much blood was lost (ml)? Minimal blood loss did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- no what is the most current patient health status and condition? No post operative care change as a result. The patient recovered from surgery as intended and doing fine. Investigation summary this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided it was observed a body cavity with a line of staples applied and significant bleeding. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy while firing across the cecum one staple didn't form properly and there was bleeding from the staple line. The physician said the device "didn't work." No patient consequences reported. No further information is available.